Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 53 mg/dl. Customer¿s current blood glucose was 149 mg/dl, 198 mg/dl, 171 mg/dl. Customer¿s blood glucose was treated with food. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.